Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother stated that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 900 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime test. It was found that the customer had received several no delivery alarms but that none had occurred on the night of the event. The insulin pump was programmed correctly. The customer's mother stated that the customer's doctor advised that he try a different type of infusion set. Nothing further was reported.